Manufacturer narrative:
(B)(4). Device evaluation the intraocular lens (iol) was returned to the manufacturer. The lens was returned inside a small container. Pcb00 carton box was also returned. Visual inspection was performed at 10x microscope magnification and the lens was observed cut in two pieces most probably to make the removal and replacement process possible. Fiber/particles were observed on lens related to the handling of the unit in a non-sterile environment. Residues of viscoelastic solution were observed which indicates that the unit was handled and prepare for surgical use. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 22.5 diopter intraocular lens (iol) was inserted and removed. An anterior vitrectomy was required. The physician implanted another lens and there was no patient injury. No additional information was provided.